Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided one video for analysis. The complaint of an extension line leak was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was placed on (B)(6) 2021. The line was being used four times a week for treatment. On (B)(6) 2021, the port was found leaking at the tail connection. The customer believes the seal at the port on the catheter is loose which is allowing for the leak. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed on (B)(6). The line was being used four times a week for treatment. On (B)(6) 2021, the port was found leaking at the tail connection. The customer believes the seal at the port on the catheter is loose which is allowing for the leak. No patient harm was reported. The patient's condition is reported as fine.